Event description:
It was reported that a user received repeated ¿pairing failed¿ alerts when attempting to connect a dexcom g7 sensor to the ilet, and customer care guided the user through troubleshooting steps including forgetting old dexcom bluetooth pairings, cycling bluetooth, and toggling between dexcom g6 and g7 before reattempting to pair; blood glucose levels were reported as unaffected. Symptoms included no adverse clinical effects. Outcomes included no change in glycemic status, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education focused on bluetooth pairing and device settings. Investigation of this case revealed a communication and connectivity problem between the cgm and the ilet consistent with a pairing failure, with no evidence of sensor malfunction or ilet hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a connectivity issue related to bluetooth pairing that was addressed through standard troubleshooting and education.